Event description:
The technician reported a patient whose intraocular lens (iol) was noted to have an "imperfection slightly off center of optic, looks like the letter c". The patient has also experienced blurred vision since one week postoperatively. There is no plan for an exchange. During implant surgery, an unapproved viscoelastic was used. No additional information is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. The costumer reported use of a viscoelastic which is not approved for use with the delivery system. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2009, 04/23/2009 and 05/01/2009 by phone, fax, and mail. Additional information was obtained by phone and the questionnaire will not be completed. This report was mailed to FDA on: 05/14/2009.